Event description:
It was reported by a customer in the USA that an 840 ventilator generated loss of communication error codes. There was no patient involvement.

Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the device and could not duplicate the reported malfunction. No parts were replaced. The unit passed all tests and calibrations, and it was observed to be operating within manufacturing specifications. (B)(4).